Event description:
During a laparoscopic nissen fundoplication procedure, the blade tip broke off of the instrument. The tip don't fall into the pt, but couldn't be found either. Another like device was used to complete the case. There was no pt consequence.